Event description:
A 24 mm diameter x 14 mm diamter 13.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. The vessels were reported to be non-tortuous with moderate calcification. Aneursym morphology is unknown. It was reported that both iliac artery diameters measured 1 cm as seen on CT and 8 mm as seen on angiography. The physician inserted the stent graft delivery system into iliac artery and was unable to advance it to the aneurysm site. Access was attempted through the other iliac artery and was also unsuccessful. An 8 mm balloon was fully inflated in both iliac arteries to verify their size. A 21 f dilator was also inserted into both iliac arteries and was also unable to be advanced to the aneurysm site. Due to the inability to access the aneurysm through both iliac arteries, the physician elected to convert the patient to open surgical repair. It was reported that the patient was a good candidate for open repair and was doing well post-procedure.